Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. During the procedure, after mapping the left atrium (la), right atrium (ra) and flutter, it was noticed that it appeared that there was another map on top of the ra map, and the fast anatomical mapping (fam) shell looked strange and they were not able to erase it. They created a new map and drew cartosound contours of the cavotricuspid isthmus (cti) line. When ablating, the physician noticed that the cartosound contour location was off, as the contour was very high. They ensured the contour was respiratory gated. At this point there was a map shift on the carto® 3 system, by about 10-14mm and there were no error messages, no patient movement, cardioversion and no change to the body reference. They drew another contour, and this time the contour was showing very low on the map, near the ablation catheter. They added more fam, and they continued ablating the cti line. They were not getting block on the cti. They then re-mapped during pacing and it was reported that after drawing another cartosound contour, the location appeared to be normal, and the map had shifted back. The procedure continued without any other issues. The caller noted that a default template was in use. The patient is in good condition; but the physician had to re-do the cti line due to the map shift, so the patient had more ablation than needed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. During the procedure, after mapping the left atrium (la), right atrium (ra) and flutter, it was noticed that it appeared that there was another map on top of the ra map, and the fast anatomical mapping (fam) shell looked strange and they were not able to erase it. They created a new map and drew cartosound contours of the cavotricuspid isthmus (cti) line. When ablating, the physician noticed that the cartosound contour location was off, as the contour was very high. They ensured the contour was respiratory gated. At this point there was a map shift on the carto® 3 system, by about 10-14mm and there were no error messages, no patient movement, cardioversion and no change to the body reference. Device investigation details: the reported issue was investigated and it was found that the reported map shift was caused due to high metal values during mapping. An internal action has been opened to investigate the issue of these map shifts. A manufacturing record evaluation was performed for the system 11173, and no internal actions related to the reported complaint condition were identified. The history of customer complaints reported during the last year associated with carto 3 system #11173 was reviewed. There were 3 other complaints related to map shift issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).